Event description:
It was reported that a cartridge alarm occurred, identified as cartridge alarm 30. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was advised by technical support to put the pump into storage mode and return it to tandem using a pre-paid label, with a replacement pump sent to address the issue.